Event description:
On (B)(6) 2021 a patient¿s (pt) family member in (B)(6) called to report the pt experienced irritation and itching in the od upon insertion of 3 acuvue® oasys® for astigmatism brand contact lenses (cls) in (B)(6) 2021. The pt didn't notice anything unusual in the appearance of the lenses on removal. The pts eye was irritated for about a month and is more irritated now. The pt is under treatment with an eye care provider (ecp) who advised the pt that there are ¿2 lesions on the cornea due to the use of cls.¿ the ecp prescribed regencel cream bid for 7 days and has a return appointment on (B)(6) 2021. The pt has a 2-month replacement schedule and uses biosoak to clean the lenses. The pt is currently wearing glasses and has not returned to cls wear. On (B)(6) 2021 a call was placed to the pt and additional information was provided. The pt reported the ecp didn¿t provide a diagnosis but advised there are ¿lesions on the center of the eye.¿ the ¿lesions¿ do not affect the vision. The pt reported the od is better now. The pt will request a note from the ecp with diagnosis and treatment. On (B)(6) 2021 a call was placed to the pts treating ecp. A representative advised the only thing written on the pts chart is ¿central lesion on od.¿ the representative will request the ecp to provide a note with the diagnosis. No additional information was provided. On (B)(6) 2021 a follow-up (fu) call was placed to the pt for additional medical information, but nothing additional was received. On (B)(6) 2021 a call was placed to the pts family member. The family member reported the pt had an ecp visit on (B)(6) 2021. The ecp advised the od is ok now and released the pt to return to cls wear. The pt was provided a new cls prescription and an ecp note. The pt has not yet returned to cls wear. No additional information was provided. On (B)(6) 2021 a call was placed to the pt. The pt has not yet returned to cls wear. The ecp note provided a diagnosis of ulcerative corneal lesion. The od is now healed. The pt agreed to provide the ecp note for the record. On (B)(6) 2021 the event was determined to be a serious medical event with the receipt of the additional medical information provided by the pt on the ecp note. Multiple calls were placed to the pt and the pts family member for additional medical information, but nothing additional has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00w3l0 was produced under normal conditions. The suspect od cls was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Requested but not received.

Manufacturer narrative:
Two opened contact lens cases were received from the customer which contained a total of three lenses for lot #b00w3l0. Lens one measured within company standards for base curve and center thickness but measured out of specification for sphere power, diameter and cylinder. Lens two met company standards for base curve, center thickness and cylinder, but measured out of specification for diameter and sphere power. Lens three met company standards for base curve, center thickness and cylinder, but measured out of specification for diameter and sphere power. A visual inspection was performed on all three lenses which revealed no abnormalities. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. If any further relevant information is received, a supplemental report will be filed.